Event description:
Patient brought to the or to remove the chemoport due to malfunction. Per surgeon's op note - findings: chemo port catheter found with defect in the catheter. The patient has developed a dvt associated with the chemo port. Evaluation of the catheter reveals a laceration which appears to be through and through of the catheter at approximately the 7 to 8 centimeter length. Two sutures of silk are placed to isolate this laceration in the catheter and the entire catheter is sent to pathology for documentation.what was the original intended procedure?removal of chemoport.